Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller unit. While the equipment was operating normally, the chiller shut down unexpectedly. Despite the mixing pump command being at 0%, the t4 temperature continued to rise. After approximately 10 minutes, the chiller powered back on, and the t4 temperature began to decrease. Chiller assembly was replaced. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113. It was reduced water temperature control.

Event description:
It was reported that the arctic sun device had alarm 113. It was reduced water temperature control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.